Event description:
Baxter reports a pt noted leakage from a uv transfer set after 1 day of use when the set had been changed at the hosp. The pt was unable to identify the source of the leak. The affiliate reports no pt injury or medical intervention as a result of the incident.